Manufacturer narrative:
Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during pm (preventative maintenance) service, review of the diagnostic log found error codes that indicated a spi bus failure. The customer reported the device was not in use on patient.